Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: back pain procedure: posterior spinal fusion t-10 to pelvis levels implanted: 7 level it was reported that post-op, screw was broken and was implanted in the patient. The product came in contact with the patient. Patient complications were reported unknown.